Event description:
Reportable based on analysis completed on 26-sep-2024. It has been reported that a versacross access solution kit was selected for use a pulmonary vein isolation (pvi) procedure. Prior to the procedure, the user mentioned that the versacross rf wire was kinked after removing the device from the packaging and could not be used. A new kit was then opened, and the procedure was completed successfully. No patient complications were reported. Product will be returning for analysis. However, analysis revealed that the versacross rf wire has also an insulation damage.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the versacross rf wire was first visually inspected, and it failed, since the reported allegation of a kinked device was noted, and a non-reported insulation damage (slicing) was also revealed on the body of the rf wire. Next, the device passed the dimensional test since its electrode height, heat shrink gap, wide body outer diameter and proximal end outer diameter were within specifications. Therefore, the reported allegation of kinked rf wire was confirmed. However, due to the insulation damage noted to rf wire, this initial MDR report is being filed.